Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device follow up, this implantable cardioverter defibrillator (ICD) displayed a sudden drop in voltage longevity estimate of 3.5 years, as not expected by the physician. Disk analysis of device memory was performed by boston scientific technical services (ts). Ts reported that the device was consuming a higher power than it should for an unknown reason. A hardware malfunction was suspected and ts recommended increased follow up visits and device replacement. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in premature battery depletion (pbd).

Event description:
Additional information was received indicating that the device was explanted and is no longer in service. No additional adverse patient effects were reported.